Event description:
A customer reported the system was exhibiting a large number of bubbles during procedures. There were no system messages received during the event and no patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).